Event description:
It was reported that the patient experienced pump stops. He had an ungrounded cable since (B)(6) 2020. The patient had an x-ray exploration and was hospitalized. Log file analysis showed that the motor stopped with low flow hazards, low battery hazards and low speed hazards. The x-rays and log files showed that the patient has a phase to phase short with many pump stops on battery power. The x-ray images provided showed some taped areas of the driveline but did not show any areas of shielding breakdown. The site requested a driveline repair. A driveline repair was completed on 05aug2022. Visual inspection of the driveline showed area of rescue tape near controller connection. The silastic layer, bionate and copper shielding were removed approximately 3.5" from exit site. The green, brown and orange wires were spliced to a new driveline. The driveline was swapped with no issue to the patient. The yellow, black and red wires were continued to be spliced. The area was closed per procedure and the patient was provided with care instructions. The patient continued to have pump stop alarms 3 hours after the procedure and was planned to remain on extracorporeal membrane oxygenation until transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that on (B)(6) 2022, the patient had a pump exchange and the event resolved. Additionally, it was noted that as a result of the driveline electrical issues, there was a system controller malfunction and the patient exchanged their system controller on (B)(6) 2022. System controller manufacturer report number: 2916596-2022-12677.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed pump stops while the pump was powered by 14-volt batteries. Upon evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), internal driveline wire insulation damage was discovered that could have caused the pump stops. The submitted driveline x-rays were reviewed; however, a driveline wire compromise was unable to be confirmed though the submitted images. The replaced, external section of driveline was returned measuring approximately 19.0¿. Continuity testing using a digital multimeter on the returned section of driveline revealed no shorts of discontinuities. Silicone jacket damage was noted around approximately 2.5¿ to 5.5¿ from the controller connector, beneath rescue tape; however, a specific cause for this damage could not be conclusively determined. Areas of metal braided shield breakdown were noted; however, microscopic examination found the wires to be unremarkable with no evidence of exposed wire conductors. The driveline was submerged in a saline bath for hi-pot testing using an insulation tester, and no areas of current leakage through the insulation of the driveline¿s wires were identified. (B)(6) was returned assembled with the driveline cut approximately 2.75¿ from the pump housing. The distal portion of the driveline was returned in sections measuring approximately 4.25¿, 9.0¿, and 22.5¿ with controller connector. The outflow elbow was returned attached to the pump outlet port. The sealed inflow conduit, apical sewing ring, sealed outflow graft, sealed outflow graft bend relief, and sealed outflow graft bend relief collar were not returned. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. The pump was returned with the driveline cut approximately 2.75¿ from the pump housing, and the distal portion of the driveline was returned in sections measuring approximately 4.25¿, 9.0¿, and 22.5¿ with controller connector. The controller connector appeared unremarkable. The approximately 22.5¿ section of the driveline had a driveline repair approximately 18 to 21¿ from the controller connector. Breakdown of the metal braided shield was noted at approximately 2.75¿ and 7.0¿ from the pump body. Continuity testing using a digital multimeter on the returned portion of driveline revealed no shorts or discontinuities. Microscopic examination of the driveline found wire insulation damage exposing the wire conductors in the orange and brown wire approximately 2.5¿ from the pump body and wire insulation damage exposing the wire conductors in the orange and red wire approximately 3.75¿ from the pump body. The wire insulation damage appeared consistent with flexing over time and abrasion with the metal braided shield. There were no other wire insulation breaches. The driveline was submerged in a saline bath for hi-pot testing using an insulation tester, and no other areas of current leakage through the insulation of the driveline¿s wires were identified. The exposed wire conductors could have caused the pump stops captured in the submitted log file while the pump was powered by 14-volt batteries or an ungrounded patient cable/power module if either the orange or red wire contacted the metal braided shield at the same time as the brown wire, resulting in a phase to phase short. The pump underwent cleaning and reassembly; however, the pump was unable to undergo functional testing due to the wire insulation damage on the section of driveline still connected to the pump. The relevant sections of the device history records for (B)(6) and the driveline/replacement driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.